Manufacturer narrative:
Additional concomitant medical products: (B)(4) lead; implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient¿s mother that the patient¿s implantable cardioverter defibrillator (ICD) was alarming. It was found that the right ventricular (rv) lead was experiencing no capture and high/undefined impedance because of a lead fracture. The rv lead was reprogrammed prior to being explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.